Manufacturer narrative:
Device analysis report attached. This report is submitted on april 29, 2022.

Manufacturer narrative:
This report is submitted on august 13, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site and extrusion of the implant body, and was subsequently hospitalised (duration and specific date not reported) and treated with IV antibiotics. Following discharge, the patient was treated with oral antibiotics and steroids for a duration of 2 weeks. However, the issue could not be resolved; the device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient as of the date of this report.